Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
T was reported that the patients battery became tilted and having difficulty charging the ipg. The patient underwent revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.